Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported loosening; however, provided info stated the device collapsed medially and was a contributing factor. Additional provided info stated the product was not suspected of failing to meet specifications or being a contributing factor the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.

Event description:
Patient was revised to address medial collapse of tibial tray.